Manufacturer narrative:
Evaluation summary; at the visit on site, the fse (field service engineer) identified that the screw, which fixes the eyetracker adjustment knob was slightly loose. Thus, the eyetracker adjustment knob slipped on the spindle. Therefore, the eyetracker could not be adjusted. The most likely root cause is the knob becoming loose by long time of use, (i.e. Mechanical stress on the screw). The fse tightened the screw and then the eyetracker adjustment knob works as intended. No sample was received. The root cause was found to be a screw, which fixes the eyetracker adjustment knob, was slightly loose. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the eye tracker could not find the pupil during a lasik procedure. The patient did not cooperate during treatment and moved his head. The surgeon performing surgery could not determine if tracking difficulties were related to the device or the patient. The surgery was completed. There were no postoperative consequences for the patient. The nurse reported that the contrast control knob in the device was loose. Additional information has been requested and received. This is one of two associated reports filed for this event. This report is for the first patient.